Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that a patient called in with a red light on her remote. Upon troubleshoot in (B)(6) 2024, it was identified that they had an open impedance on one electrode. Reprogramming was performed around the electrode and patient showed improvement. In (B)(6) 2025, the patient reported another red light on the remote. All electrodes were open. A lead fracture was confirmed by x-ray. The physician successfully removed the broken lead and placed a new one. The patient is currently doing well and experiencing relief from symptoms.